Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional/corrected information. Visual examination of the provided pictures/returned product identified corrosion deposit from the battery electrolyte, was adhered on 2 of the batteries and battery pack electrodes. The device functioned at low speed, but no high speed, due to 2 of the batteries being corroded. Visual examination of the provided pictures identified a foreign substance, corrosion deposit from the battery electrolyte, was adhered on 2 of the batteries and battery pack electrodes. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item # and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified a foreign substance, corrosion deposit from the battery electrolyte, was adhered on 2 of the batteries and battery pack electrodes. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item # and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. UDI #: (B)(4). Initial reporter - telephone number: (B)(6).

Event description:
It was reported that during the surgery, this complaint product didn't work as usual from the start of use. There was no harm and delay was less than 15 minutes. An alternate device was used to complete the procedure. Later upon investigation, it was confirmed that there was foreign substance which looked like the deposit from the electrolyte adhered onto the battery and battery pack's electrodes. No adverse events were reported as a result of this malfunction.